Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user started to notice a change in hearing with the device over the last few months. A revision surgery to reinsert and fixate the electrode was successfully performed on (B)(6) 2023.

Manufacturer narrative:
Conclusion: based on the received information from the field, the device did not provide sufficient benefit due to a migration of the active electrode out of cochlea, as confirmed by post-operative diagnostic imaging. Reportedly, the electrode lead was surrounded by scar tissue causing some tension which is thought to have contributed to the migration. Re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user started to notice a change in hearing with the device over the last few months. A revision surgery to reinsert and fixate the electrode was successfully performed on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user started to notice a change in hearing with the device over the last few months. The clinic reinserted the electrode and fixate it on (B)(6) 2023.